Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tyvek rapper stuck to the edge of the plastic outer tray and was close to being contaminated."

Event description:
Healthcare professional reported unknown side "tyvek rapper stuck to the edge of the plastic outer tray and was close to being contaminated". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking- breast: observed delamination on the lid of the outer thermoform. Additional observations: no other observations observed. Further investigation is requested for the event of lid delamination.

Event description:
Device was explanted.